Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03135.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03135.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2015-03135.

Manufacturer narrative:
Results: the complaint for no stimulation was confirmed. As received the lead extension was inspected under the microscope revealed a fracture with broken wires in the extension header; that was consistent with an overstress condition the lead extension was subjected to while it was inside the patient. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.